Manufacturer narrative:
Exemption number e2019001. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with three proglide devices using the pre-close technique via a 6f sheath prior to a transcatheter aortic valve replacement (tavr) interventional procedure. Reportedly, the sutures of two proglide devices were successfully pre-placed at the 12 o'clock position. The sutures were not overlapped and were deployed parallel to each other. The sheath was upsized to a 14f and the tavr procedure was completed. Knot advancement was performed but incomplete hemostasis was achieved. The suture of a third proglide was deployed at the 10 o'clock position; however, arterial bleeding was observed. A non-abbott device was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. It should be noted that the proglide instructions for use states to rotate the device approximately 30 degrees towards the patient¿s right side and to rotate the device approximately 30 degrees towards the patient¿s left side. In this case, the deployment technique appears to have contributed to the reported failure to achieve hemostasis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported failure to achieve appears to be related to deployment technique due to the suture deployed parallel to each other as reported. The subsequent treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.